Event description:
Customer reported that a temperature alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.